Event description:
The pt reported that he had an incident where his infusion device shut down without giving the low or depleted power pack warning. The pt stated that when this happened, he noticed symptoms of high blood glucose of feeling nauseated. The pt did not report the level of his high blood glucose. The pt was aware of the power pack recall. The pt replaced the power pack and his blood glucose would return to normal. The patient's normal blood glucose range was not provided. The pt did not report assistance by a healthcare professional or second party to address the issue. The pt discarded the product; therefore, no product will be returned for eval.

Manufacturer narrative:
H6: no product will be returned for eval.